Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - inflated above burst rate. Evaluation summary: the device was returned for evaluation and the reported balloon rupture was confirmed. Based on the cine review, visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the trek coronary dilatation catheter instructions for use states: balloon pressure should not exceed the rated burst pressure (rbp). The rbp is based on results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rbp. The first cine run is of a balloon catheter being deflated. There is what appears to be a small puff of contrast coming from the guide tip. The next scene is a still image of an inflated balloon in a deployed stent. There is contrast proximal to the proximal marker. The last scene is a still image of an inflated balloon within a deployed stent with the contrast visible between the markers. The conclusion of the image review states that the image from the second scene is consistent with contrast in the vessel just proximal to the inflated balloon. Overall, a conclusive cause for the reported issue could not be determined; however, there is no indication to suggest a product quality deficiency.

Event description:
It was reported that during a mildly tortuous, heavily calcified, 90% stenosed, proximal, left anterior descending artery stenting procedure a vision stent was implanted without issues and a nc trek (3.25 x 15 mm) balloon delivery catheter was advanced without resistance for post-dilatation. The nc trek (3.25 x 15 mm) balloon was inflated with the first inflation to 12 atmospheres (atms). During the second inflation of the nc trek (3.25 x 15 mm) balloon to 18 atms the proximal end of the balloon appeared stretched longitudinally. The nc trek (3.25 x 15 mm) balloon was pressurized up to 24 atms and successfully post-dilated the vision stent. The nc trek (3.25 x 15 mm) balloon was deflated and removed without difficulty. Reportedly, outside the patients' anatomy, an attempt was made to pressurize the nc trek (3.25 x 15 mm) balloon up to 18 atms and no anomalies were found. There was no adverse patient effect or no significant delay in the procedure reported. There was no additional information provided.